Event description:
Spontaneous call from patient to inform me about issues she was experiencing with her cassette and tubing today. She stated that after filling her cassette with the medication, she noticed that there was liquid that was not inside the pouch (inside the cassette). When the cassette was flipped over, the liquid came out of the top of the cassette. She switched it out to another cassette and the new one had no liquid leaking out of it. She also reported that there was liquid coming out of the tubing. When she switched that one out. The new one was also working normally without any leaks. She stated that everything else was functioning normally, there were no injuries or side effects reported. Patients stated that this was the first time that these issues had ever occurred for her. Her doctor has not been informed about these issues. Lot /expiration information for these items is unknown, and unknown if items has been discarded or not. She did not mention if she noticed those items faulting before she started the infusion or if they occurred as she was setting up for her next infusion. When she asked if she needed replacement's right way, she stated that she did not because she has enough supplies. Reported by (B)(6) by patient/caregiver.